Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 409 mg/dl with small ketones. The bg level was addressed with a manual injection. During troubleshooting with tandem technical support, customer did not observe insulin drops coming from the end of the tubing. It was indicated that once the customer was able to reach target bg level using manual injections, that tubing would be changed and customer would reconnect to pump. Multiple attempts were made to follow up; however, the customer did not respond.